Event description:
It was reported that the patient experienced recurring urinary incontinence after the implantation of an artificial urinary sphincter (aus). The patient stated that they experienced troublesome dribbling of urine. No further details were provided. Should additional relevant details become available, a supplemental report will be submitted.